Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced symptoms a few days after implant of an implantable cardioverter defibrillator (ICD) system, and after several trips to the emergency room and doctor, it was suspected that the right atrial (ra) lead was displaced or dislodged. Per the patient, a computed tomography (CT) scan confirmed that the atrial lead was in place and was "pulling a lot of voltage", and that this lead was turned off. The patient was told that the atrial lead had put a hole in their heart and was too risky to repair, and that the physician chose to just leave it in place. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.